Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2020. Evaluation: it was received for analysis an empty opened foil, an empty labeled winding former and a suture piece of product code w9937, lot al7530. During visual inspection of the suture, no defects on the surfaces of the strand could be observed; however, the suture end is severely cut (damaged), due to a clip off defect causing breakage suture. In addition, the needle was not returned for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance - breakage suture suggest a clip off defect and the reported complaint was verified. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. A manufacturing record evaluation was performed for the finished device lot and no non-conformances /manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a removal of internal fixation surgery on (B)(6) 2020 and the suture was used. It was also reported that the suture broke when drawing the suture after the needle hold clamped the needle. Another like suture was used to complete the surgery. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/01/2020.